Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: evaluation method codes were added: 3331, 4110 DHR review was completed for the subject lot number 60479231. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record review could not be performed, as thedhr does not list an st#. Complaint history review was performed for the reported lot number 60479231 for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for infection, bone loss, and/or peri-implantitis problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
It was reported that the patient experienced peri-implantitis with complete bone loss and associated inflammation, at implant tooth site #30. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not applicable. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: it was noticed that the previously submitted first follow up report with 'date received by manufacturer' of 29-jan-2024 required correction of b4 'date of this report' field which is being updated from 27-feb-2024 to 05-mar-2024. The following sections are being reported: b4: date of this report was corrected. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. H11: corrected data was updated.

Event description:
No additional information received at the time of this report.